Manufacturer narrative:
The referenced report of pump exchange due to suspected pump thrombus is covered under medwatch MFR#2916596-2016-01749. (B)(4). Approximate age of device ¿ 62 days. The explanted pump was returned for evaluation. The evaluation of the pump found thrombus. The pump was returned with the driveline cut approximately 13 inches from the pump housing and the severed portion of driveline was returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a denatured thrombus ring adhered to the inlet bearing cup. The ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the remaining pump blood-contacting surfaces revealed no depositions. Thrombus formation is complex and multi-factorial in nature and not necessarily related to a single physiological or device-related factor. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant on (B)(6) 2016. There were no reported device issues associated with the patient's transplant. Further information was requested, but was not provided. During evaluation of the returned pump, a deposition was found. Review of the patient¿s complaint history revealed that the patient underwent a pump exchange due to suspected thrombus on (B)(6) 2016.